Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided, therefore, xx was used as a place holder. E. Facility information was not provided, therefore, xx was used as a place holder. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown.

Event description:
It was reported that bd unknown insyte catheter partially separated/broke from hub. The following information was provided by the initial reporter: caller states the 1st infusion the catheter started to disconnect from the hub and the nurser was able to get the entire catheter out. Event 1: may 16, 2024-may 18, 2024. Emergency room placed IV in left ac at approximately 6:30 pm; used for blood collection, for CT scan w/contrast, medication administration and fluids. Patient admitted; surgical procedure performed on (B)(6) 2024. Same IV used throughout ER, surgery, recovery, for most medication delivery and fluids. No adverse events noted on surgical record. Medical staff could not get patient pain under control. IV failed on (B)(6) 2024 at approximately 6:00 am. Patient called nurse to report that the catheter IV was leaking. Nurse tightened all connections and thought leak was just loose hub. Nurse called by patient approximately five minutes later because IV was still leaking. Nurse looked over IV again, but this time noticed that the IV was leaking between the hub and cannula; the cannula was partly detached from the hub. The nurse stated she had never seen anything like that, then discontinued the IV without complication. As a side note, in the patient record, nurse noted infiltration, however the fluid was leaking where the hub and cannula connected onto the outside of patient's arm. I believe this was a bd insyte autoguard bc 18g.

Manufacturer narrative:
Investigation results: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined.

Event description:
No additional information.